Event description:
The facility states that the lens was damaged as it was being maneuvered through the lens delivery system prior to implant. There was no pt injury. It is unknown if there was a product malfunction.